Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted but had a bent haptic due to lens loading so cut it out and replaced with another johnson & johnson lens. There were no vitrectomy, no incision enlargement or sutures required, and no surgical/medical interventions will be done in the future. The issue did not interfere with the patient¿s daily activities. The patient is doing fine post-op and no injury reported. The device will not be returned. No further information was provided.